Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase twice in two weeks. She reported that after the second event she primed the pump and immediately received a warning that the pump was not primed. The patient said she primed the pump three times before the warning cleared and she was able to use the pump again.

Manufacturer narrative:
Ther is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During evaluation the force sensor was found to be out of calibration and damage to the force sensor plate was observed.